Event description:
When pt came to physician's office for refill, 18 cc's of medication were aspirated with some difficulty (met with resistance) instead of the expected 3.8 cc's according to the pump telemetry. Pt was taken to x-ray department. A dye study was attempted, but the physician was unable to inject dye through the pump access port. A rotor test was performed under fluoroscopy which showed no change in rotor position with a programmed bolus. The pump and catheter were explanted and new devices implanted.